Event description:
It was reported that a pt underwent an anterior pelvic floor repair procedure in 2006. Following the procedure, the pt experienced pain and erosion. An excision of the device and a urethrolysis was performed. The current status of the pt is improved.

Manufacturer narrative:
Conclusion: no concluison can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.